Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number. Checking the quality database revealed one non-conformity possibly related to this issue: - (B)(4) - complaints white luer is not gluing correctly" opened in july 2022 and closed in december 2022. A similar case study was performed over last four years based on same item number and same item defect [broken]: eleven similar case were found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the white luer lock came off the metallic stylet during the procedure. No excess of force was applied, the consequence is the loop cannot be formed in the kidney.